Event description:
The gauge on the customer's pump displayed a fill estimate considerably lower than what was loaded. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.